Event description:
The customer reported via phone call that they were unable to connect to their continuous glucose monitoring system. The customer also reported receiving a weak signal and lost sensor alert. The customer's blood glucose was 170 mg/dl. It was also reported the customer had a failed self-test alarm in the alarm history. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed failed self-test during self-test due to faulty board. Failures analysis was unable to verify weak signal or lost sensor alarm due to the failed self-test alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.